Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the center of the mattress cover but did not peel away from the cover. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. This was the third complaint involving mattress cover delamination. This report is identifying mattress 1 of 2. The customer emailed stating that their customer had a cover coming apart. A new mattress was sent out on (B)(4) 2013. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.